Event description:
It was reported that following a revision procedure (MDR no. 3006630150-2026-04279), the patient fell into a bedpost, causing the incision to reopen. The patient experienced significant bleeding and considerable pain around the incision site. The patient's daughter assisted the patient off the floor and cleaned the wound. At the postoperative follow-up appointment, the patient continued to exhibit bruising and soreness related to the fall; however, the incision was observed to be clean and healing appropriately. The hematoma resulting from the fall had decreased significantly in size. No next course of action at this time.